Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported air bubbles in the tubing during a procedure. The product was replaced and procedure completed with issue resolved.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected and was in a used condition. Surgical residue was observed in the infusion cannula line. The ball in the drip chamber¿s check valve moved freely per specification. The sample was purged of the surgical residue to continue functional and performance testing. The sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. The infusion, irrigation, and aspiration pressure rate were measured at different set points and met specifications. Fluid was able to flow from the balance salt solution bottle to the drain bag. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. Intraocular pressure was stable during infusion and f/ax control testing. No air leak was detected from the infusion air line during priming process. No fluid flowed to the air line of the administration line. No message code appeared on the screen. No bubbles or air anomalies were observed in the cassette or fluid flow paths that would have caused or contributed to the reported event. Cleaning process was able to be performed after functional test was completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. No air or bubbles in the fluid flow paths were observed during laboratory testing that would have contributed to the reported event. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).